Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (device problem code). Evaluation: the device was returned to zoll medical corporation without the battery used at the time of the event for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating any malfunction that would have depleted the battery pre-maturely. The device was recertified and returned to the customer. Contact with the customer suggests the device was not maintained as recommended. A review of the logs confirm the device was deployed without electrode pads attached on several occasions for an unknown amount of time. This will cause the device to be in a red x state until pads are attached. Analysis of reports of this type has not identified an increase in trend. Reports of this nature are not considered to meet our requirements for submission of a medwatch report. All indications suggest the device was capable of delivering therapy.

Event description:
Complainant alleged that while preparing to treat a patient (age & gender unknown), the device prompted a "change battery" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.